Event description:
The customer reported that the device jaws could not be re-opened. The device was not applied to tissue when this occurred. The customer reported that the device knife was protruding from the jaws. There was no patient injury. The surgeon opened another device and successfully completed the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.